Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the surgeon noticed some resistance at the time of implantation. The lens was discarded and used same cartridge to implant the second iol the lens was damaged by loading error. It is unknown if the cartridge caused the damage to the lens or loading error. In surgeon opinion the injector caused the damage. The lens was left in the patient eye. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of the damaged lens/loading error; however, the attached customer photos confirms the reported issue of a damaged lens. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo review confirms the reported issue of a damaged lens; however, an injector sample was not received at the manufacturing site. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.